Manufacturer narrative:
This report is submitted on september 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla) on (B)(6) 2018. Surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.